Manufacturer narrative:
The reported issue was unconfirmed. The root cause of the reported issue could not be determined as the reported issue could not be reproduced. The device was evaluated upon receipt. The root cause of the failure to fill with low pressure could not be determined as the device filled normal several times during decon and assessment functional testing. The arctic sun 5000 passed all performance testing, calibration and electrical safety tests and is functioning properly and ready for use. The reported event is unconfirmed, risk review, labeling/packaging review, and DHR review are not required. Correction: d, g, h. UDI format updated with available product information per gudid. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that the biomed reached out to them stating the arctic sun device booted to an alarm 47 (control panel communication the control panel is not communicating with the system). Discussed this could be due to a number of causes related to the control panel, microprocessor circuit cards, or the connection between the two. Suggested the customer to contact technical support directly for further investigation. Updated on (B)(6) 2024 that the device would not fill, the alarm 47 was not present at the time, had them power up. However, the inlet pressure during filling was only -4 psi even with the circulation pump was at 100 percentage. Requested a quote for the 2000-hour depot service and an assessment of the alarm 47 issue.

Event description:
It was reported that the biomed reached out to them stating the arctic sun device booted to an alarm 47 (control panel communication the control panel is not communicating with the system). Discussed this could be due to a number of causes related to the control panel, microprocessor circuit cards, or the connection between the two. Suggested the customer to contact technical support directly for further investigation. Updated on (B)(6) 2024 that the device would not fill, the alarm 47 was not present at the time, had them power up. However, the inlet pressure during filling was only -4 psi even with the circulation pump was at 100 percentage. Requested a quote for the 2000-hour depot service and an assessment of the alarm 47 issue.

Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed. UDI format updated with available product information per gudid. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.